Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarmed during testing. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and low battery alert from the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer treated the high blood glucose readings with IV injection. The customer stated that he received a low battery alert and the pump randomly turned off. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.